Event description:
Reporter indicated that pt's generator was explanted. Attempts to obtain add'l info have been unsuccessful. Investigation to date has been unable to rule out possible device malfunction and/or adverse event.